Manufacturer narrative:
Additional information: date of event, evaluation codes, additional narrative. Additional information was received indicating that no patient was involved in this event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, customer's stated problem was verified. Inspected the pump and found air bubble on downstream occlusion sensor. Further investigation of the pump determined that air bubble was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an alarm for a down stream occlusion . There was no reported injury to the patient.